Manufacturer narrative:
Sensor 0da7v8a2l has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Sensor terminated within the first 6 hours of the sensors life. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Therefore, this issue is not confirmed due to tail not properly inserted. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced loss of consciousness and had contact with a healthcare professional, however no treatment was provided. No further information was reported. There was no report of death or permanent impairment associated with this event.